Event description:
It was reported that during delivery, the bariatric chair was damaged on the wooden frame. The arm rest cracked all the way through, leaving a jagged edge. There was no pt involvement and no adverse consequences were reported.